Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he was hospitalized because of bent cannula which led to high blood glucose and diabetic ketoacidosis. His blood glucose when he arrived at the emergency was above 600 mg/dl and it was still above 600 mg/dl when he left the emergency. The patient had ketones and the health care professional identified the ketone level as dangerous. The infusion set had been in use for less than 3 days and no such activity was performed prior to the hospitalization. He was treated with intravenous fluids and insulin and this resolved the issue. He did not notice any damage when the package was first opened. The patient was hospitalized for 7 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.